Event description:
It was reported sl powerpicc solo removed due to leaking at insertion site during flushing. Small hole noted at 9cm mark. PICC was inserted in the rt brachial on march 16/2026. PICC trimmed at 35 cm and had 6 cm external. A securacath was used. There was not difficult with insertion and did not experience any occlusion issue. Patient had no symptoms, but needed a new PICC inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.